Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in line) during dwell 3 of 5 on the home choice (hc). The home patient (hp) actually reported the alarm as se 2367. The technical service representative (tsr) reviewed the alarm log to find the true alarm as a se 2240. The tsr determined that the hp had two bags connected, one on red and one on white and the blue clamp on the organizer was open. The tsr explained that if there was no bag connected to the blue clamp and it should be closed, otherwise the hc would suck in air as it did that night. The tsr had the hp close all the clamps to the bags and patient lines, cycle power off/on, press go to start and at load the set. The hp removed the cassette. The tsr advised the hp to dispose of the current supplies attached and start over with all new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error (se) 2240 and the root cause was determined to be use error, due to an open clamp. The labeling instructs the customer to ensure clamps on unused lines are closed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.